Event description:
It was reported that the valves on 10 bd nexiva¿ closed IV catheter systems - dual port were not properly installed and caused blood to leak out during use. The following information was provided by the initial reporter, translated from french: "pre-installed valve not properly screwed in, therefore blood flow. Risk of blood exposure accident, risk for the patient if one is not aware of it. This has happened on about ten kits. Consequences: - 3-impact on user. 5-procedure impact. 7-other impact".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 05-june-2023 h6: investigation summary our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of leakage was not confirmed upon inspection and testing of the sample. Analysis of the sample showed that there were no abnormalities or damages present. When subjected to leakage testing the returned sample passed with no signs of the failure. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that the valves on 10 bd nexiva¿ closed IV catheter systems - dual port were not properly installed and caused blood to leak out during use. The following information was provided by the initial reporter, translated from french: "pre-installed valve not properly screwed in, therefore blood flow. Risk of blood exposure accident, risk for the patient if one is not aware of it. This has happened on about ten kits. Consequences: - 3-impact on user, 5-procedure impact, 7-other impact."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.